Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that during monitoring, several ventricular extrasystoles (ves) occurred in series. The system only triggered a yellow alarm "ves salve hoch / pvc salvo high". A red vtach alarm was not generated, although according to current knowledge, such an alarm should have occurred. A philips remote service engineer (rse) performed an analysis of the ECG strip from 08oct2025 at 01:37:48 (speed 25 mm/s, filter 0.5¿40 hz) and verified the alarm classification and communication between the patient monitor (mx40) and pic ix control panel; no system or communication errors were detected. The ECG showed a series of ventricular beats (vt-like event), and the system classified the event only as a ves salvo (yellow) with no red alert generated. The rse suspected a possible misconfiguration or software-related limitation of vtach detection or alarm classification between the mx40 and pic ix control panel. The case has been escalated for further review. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips technical support specialist (tss) was provided audit logs and patient strips for review. The tss confirmed that the user noticed a situation with 14 beats marked as v, which only resulted in a brief yellow alarm (*ves salve high). The user expected a vtachy. Since the settings for vtachy salve: 8 and hr: 130 were used, and according to the physician's assessment, a hr of 130 beats per minute was reached in this short period. The patient settings were found to be: arrhy - vtachysalve: 8. Arrhy - vtachy hr: 130. Arrhy - vent rhythm off. The review of the audit log and strips noted the following: on (B)(6) 2025 03:07, klinikum gütersloh, 161-m, zugriff auf patient end a ten, pic ix: philips-mobweb 15-2 patient data accessed. On (B)(6) 2025 01:40, klinikum gütersloh, 161-m, sektor: ves-salve hoch beendet. Pic ix: phil-zen-02, yellow alarm. On (B)(6) 2025 01:40, klinikum gütersloh, 161-m, ves-salve hoch beendet. 2940, yellow alarm. On (B)(6) 2025 01:37, klinikum gütersloh, 161-m, sektor: ves-salve hoch generiert um, 01:37:48. Pic ix: phil-zen-02 yellow alarm. On (B)(6) 2025 01:37, klinikum gütersloh, 161-m, ves-salve hoch generiert um 01:37:48. 2940, yellow alarm, ütersloh, 161-m, zugriff auf patient end a ten, pic ix: philips-mobweb, 15-its, patient, on (B)(6) 2025 01:17, klinikum gt data accessed. The tss indicted that for supraventricular and ventricular tachycardia (vtach) alarms with user-selectable s- or v-length, the heart rate is calculated based on the user-selected s- or v-length up to a maximum of 9 (i.e., up to 8 r-r intervals). For example, if the vtach alarm is user-defined for 5 or more consecutive beats labeled v and a heart rate above 100 beats/min, 4 r-r intervals are used to calculate the heart rate to determine if the rate exceeds the 100 beats/min threshold. Similarly, if the vt alarm is user-defined for 10 or more consecutive beats labeled v and a heart rate above 100 beats/min, 8 r-r intervals are used, as this is the maximum possible duration. Based on the logs, the tss confirmed that in the described situation, only a brief yellow alarm *pes salvo high was triggered. After reviewing the printouts, the heart rate measured during the 8 r-r intervals was just below 130 beats/min at 126 beats/min. Therefore, the condition for the vtachy alarm was not met. Based on the information available and the testing conducted, the cause of the reported problem was that conditions for a red alarm were not met. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.